Event description:
"Broken needle in the abdomen", concerns a 72-year-old male pt who was using novofine (30g) needles. A nurse reported that in 2/06, she was giving the pt his insulin injection when the needle broke off in the abdomen. The pt was seen by a dr, who decided not to remove the needle. The nurse changes needle each time (needles are not reused). The pt has no infection or tenderness due to the needle remaining in the her skin. The reporting nurse stated that the pt has had no problems having left the needle in the skin. The pt is using novomix 30 (insulin aspart). Reportedly, the pt has not yet recovered. Analysis reply: product: novofine g30 0.3x8 mm lot no.: 05f07r the needle used when the event occurred was returned for testing along with unused needles from the same box. Batch history from final qc-rlease examined. Microscopic examinations performed. Needles tested for resistance to breakage. The needle tube on the used needle is broken off at the needle hub. During testing it has not been possible to detect any irregularities on the sealed and unused needles, from the same needle box as the needle involved in this complaint. Nothing abnormal was found with the sealed and unused needles.